Event description:
It was reported that the table and generator on the 2800 sys would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. There was a loose fuse found and corrected during the service call. The sys was tested and found to be working as intended, and put back into service.